Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that a patient infusing blinatumomab at home discovered ivad lumen leaking. Ivad lumen cracked where lumen meets hub that connects to needleless connector. Parent brought patient in to unit. Ivad was de-accessed and re-accessed with new needle, new line was primed with blina, infusion resumed and patient was discharged home. No apparent harm.